Event description:
No image. Reason is a fluid damage in the pcb. Suction channel is buckled. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd module. In addition, we confirmed that the light guide cable buckled and the suction channel leakage; however, they are not the main cause, and/or irrelevant to the alleged complaint.